Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed geometry malfunctions. Fse reseated the can communication cables, luc board, and extension board to restore frontal stand motorized movements, which temporarily resolved the issue. The same issue reoccurred twice. In the first occurrence, fse cleaned metal shavings and ceiling railing for optimal arm movement. In the second occurrence, fse adjusted guide-bearing, after which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to move the c-arm stand. The user performed a restart of the system, but the issue persisted. The system was noted to be in clinical use. There was no reported harm to the patient or user. Philips has started an investigation of this complaint.